Event description:
It was reported that the output of a tec 6 plus vaporizer that had been received as part of the redeployment program was found to be high to manufacturing specifications during testing at the manufacturing site. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.